Event description:
During a percutaneous transluminal rotational ablation procedure this ultrasound catheter was put over an extra support wire and appeared to bind on the guidewure. The catheter and wire were removed. It was then noticed the guidewire tip had detached in the pt. The tip was successfully removed with a snare without incident. The pt's condition is good. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the product was within specification. No anomalies were noted and the device functioned as intended. Performmance testing could not confirm a wire fit issue. Since co's evaluation did not reveal any anomalies with the catheter, co does not attribute this event to the device. However, co is unable to determine th exact cause forth this event.